Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4) - no consequences or impact to patient (B)(4) - no lens malfunction. (B)(4).

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens into the patient's eye in error. The surgeon wanted to implant a different type lens but had picked up the wrong lens. After inserting the lens, the surgeon realized his mistake and cut the lens to remove within the same surgery. There was no patient injury, no enlarged incision or sutures and a different type lens was implanted. The reporter stated the event was due to surgeon error and was not lens related.